Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced high blood glucose (bg) event on (B)(6) 2025 and found infusion set leakage at quick release (qr). The infusion set was in use for 6 hours. No further information available.